Event description:
It was reported that the patients incision site had a blister with increased serous drainage and a small pinpoint hole. The patient was then referred to wound care. Upon follow-up, the patient had a scab, a scant amount of drainage on the bandage, a persistent spot near the ipg that would not heal and a new pain area. It was noted that the patient has a nickel allergy and the physician had the ipg wrapped. The patient's battery site was opened and the physician was able to confirm that the site was not infected. The physician placed the same battery back into the pocket just above the original site and added that nothing was wrong with the patient or device.